Manufacturer narrative:
(B)(4). Single reporter exemption #e2015028. The entire tip (5 mm in length) of the returned caravel was missing. At the tip fracture site, the underlying braids and the innermost polymer coating were stretched distally. The braids were also twisted. These findings suggested that the catheter tip broke off due to rotational force. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded rotational force exceeding the product's design limit was inadvertently applied to the catheter while the tip had been temporally trapped by the target lesion; there was no indication of product deficiency. The IFU states: - [contraindications] do not use this microcatheter in advanced calcified lesion; - [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulation, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damages to this microcatheter and damage the blood vessel.); and, - [malfunctions and adverse effects] separation.

Event description:
It was reported that during a pci to treat a heavily calcified 80% stenosis in the proximal lcx, the subject catheter was torqued and the catheter tip broke off. The tip fragment was left in the anatomy. Reportedly, there was no patient sequela.